Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was no telemetry with the implantable pulse generator (ipg) and both, atrial and ventricular epicardial pacing leads had impedances greater than four thousand ohms and no capture. It was additionally noted the patient's device was last interrogated approximately four years ago. The ipg and leads were replaced three days later with a transvenous pacing system. The leads were capped. No patient complications have been reported as a result of this event.